Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the black box review shows eaw-162 ¿loss of prime¿ warning associated with a low non-zero force. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force senor calibration check is out specifications. Removed pump cover; the force sensor resistance was found to be in specifications. No contamination or damage to the force sensor circuit was observed. The complaint was confirmed in the pump history but not duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.